Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts are in progress to try and retrieve additional details regarding the reported event, but further information was unable to be obtained yet.

Event description:
It was reported that a patient experienced cardiac tamponade. The procedure was cancelled. During a farapulse pulmonary vein isolation procedure, a nrg transseptal needle was selected for use. After the transeptal was performed, a mapping catheter was inserted into the left atrium and mapping was initiated. Acutely after mapping started, the patient's blood pressure started to destabilize and a moderate pericardial effusion was discovered on ultrasound. The decision was made to abort the procedure and perform an urgent pericardiocentesis. The pericardiocentesis was successful and the patient was admitted to the cardiac intensive care unit. The device is not expected to be returned for analysis (disposed). The patient had a slightly posteriorly rotated heart, and the physician has a fluoroless workflow which was not helpful with the transeptal. The needle was not in the patient when the pe was noted. The pe was anterior at the apex of the right ventricule (rv). The physician did indicate that the nrg or the transseptal puncture have contributed to the injury. The act was above 350 but reversed with protamine after pulling the sheath back to the ra.